Event description:
Complainant alleged that the device powered on without display. Complainant did not indicate that there was any patient involvement in the reported malfunciton. Complainant indicated that during subsequent biomed testing the reported malfunction could not be duplicated.